Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-06440. It was reported the patient experienced discomfort described as a shocking/pain sensation at the ipg site while the l3 lead was activated. In turn, the l3 lead was deactivated and the shocking sensation subsided. As a result the ipg was explanted and replaced which resolved the issue. Effective therapy was restored post operatively.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-06440.